Event description:
New information noted that the right ventricle lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle lead exhibited noise over-sensing, which resulted in pacing inhibition. The noise was reproducible with isometrics. Programming changes were made. The patient was in stable condition.